Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet experienced hypoglycemia after meal announcements, with blood glucose values in the 70s and a documented low of 61 mg/dl, and received education on timing meal announcements later and not prefilling cartridges, including information about prefilled rapid-acting insulin options. Symptoms included low blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included treatment with oral carbohydrate and no medical intervention or hospitalization. Investigation included complaint review and user troubleshooting and education. Investigation of this case revealed insufficient information to identify a device malfunction or use error contributing to the hypoglycemia. It was concluded that the event was hypoglycemia with unclear cause and that the device function could not be fully assessed.